Event description:
It was reported that the 9600 system had a bad temperature sensor error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connector on the temperature sensor was reseated during the service call. The system was tested and found to be working as intended and put back into service.